Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4), capsular bag tear, posterior. No product allegation. Results: visual inspection of the returned lens showed half of the lens was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
The reporter stated after the aa4204vl single piece silicone lens was inserted, the surgeon noted a small tear in the capsule bag. The lens was cut from the eye without enlarging the incision and no vitrectomy was performed. The reporter stated the incident was due to the patient's anatomy and not related to the lens.